Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
All of the buttons functioned properly. However, corroded keypad traces were noted. No button error alarm was noted during testing. The insulin pump was received with a cracked reservoir tube lip, minor scratches on the display window, a cracked case at a reservoir tube window corner, cracked reservoir tube window, stained end cap sticker and cracked battery tube threads.

Event description:
It was reported that the insulin pump alarmed button error. The customer's father did not know the blood glucose reading. The customer's father did not recall any abnormal events leading to the alarm, but he stated that the insulin pump may have been exposed to moisture when it was in the bathroom during a shower. Advised replacement of the insulin pump. Nothing further reported.